Event description:
The customer stated: safety blade malfunctioned, causing injury to the nurse. The nurse had to have surgery on her finger. "I am the staff member to whom this injury occurred. I am a senior certified surgical technologist with 47 years experience. I have used protected blades on hundreds of cases since we began using them many years ago and have never seen this happen before. Fortunately, I was setting up a vascular case and the blade was brand new, just out of the package, so all was as sterile as it could possibly be including both gloves (I double glove on all cases)...best case scenario in that respect. I applied the blade onto the handle holding the plastic sheath, but the sheath did not stay locked, retracted, the blade stabbing my right middle finger on the medial aspect, and as we found out subsequently, severing the nerve as well as the artery and vein. The wound on the surface was only about fiver millimeters but apparently at the precise angle and depth to do the damage. The incident occurred on (B)(6); I continued to work since my other duties in the operating room do not require me to be scrubbed, just be at a computer; had surgery to repair the nerve on (B)(6); and returned to work on (B)(6), missing four days from work. Except for having to type without the use of the middle finger on my right hand, and not being able to scrub on cases when needed, I have not allowed this to slow me down much. At this time, we do not know what the ultimate outcome of this injury will be. We are hopeful that over the few weeks normal movement and use will be restored (lots of swelling right now) with the numbness slowly receding over the next several months as the nerve heals."